Event description:
It was reported by service report that the side rail cannot be latched, top rail was damaged exposing sharp edges, fowler was drifting, jack won't go up, brakes were not holding and fowler was leaking hydraulic fluid on floor. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - fowler, caster tube brake pin.